Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closure ak device) after an interventional procedure. Fluoroscopy was perfomred to determine placement in the common femoral artery. It was reported tha the device was inserted without difficulty, the needles were deployed with ease and the sutures captured. The foot was parked. The physician attempted to remove the device but was not able to withdraw it. Attempted to remove the device but was not able to withdraw it. The suture was visible under the skin. The physician felt that maybe the suture was "stuck" in the foot. He moved the lever back and forth in an attempt to remove the device. After the third cycle of moving the lever back and forth the device was not able to be removed. The physician did not deliver the knot. The suture was cut and then the device was able to be removed. Manual compression was applied. Hemostasis was achieved. The pt was discharged. There was no report of an adverse pt event.